Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event and began treatment with an injection of meropenem (1 gm daily, route not reported) and injection of vancomycin (1 gram, after five days, route not reported) for the event. Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown and antibiotic therapy was ongoing. No additional information is available.